Manufacturer narrative:
The production records for these devices were reviewed, and no issues or inconsistencies were found. The returned devices were inspected, at which time damage could be seen on some parts of the set screws. There was noticable wear on the bottom of the set screws, and some missing etching due to that wear. The observed wear appeared to be consistent with a fully implanted device. Additionally, the hexalobe feature on one of the devices was found to be damaged as well. It is difficult to determine if the damage observed occured during the initial surgery or during actions taken to remove the devices. All other devices returned showed no indication of malfunction or issues that could have contributed to the migrated set screws. The torque handles used during the case were confirmed to be calibrated. A root cause of the reported issue was not able to be established.

Event description:
It was reported that a revision surgery was needed due to migrating set screws. There were no adverse events or delays reported for the initial surgery.